Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, at 9:00 am, while performing an IV cannulation with an indwelling needle, the nurse encountered a fracture at the fin-shaped needle holder during needle withdrawal. This prevented the front needle from being removed. The nurse immediately performed needle extraction and replaced the indwelling needle before completing the IV cannulation, causing additional discomfort to the patient.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As the defective sample was not returned and its usage conditions are unknown, relevant testing could not be conducted, so the root cause of the complaint defect cannot be determined. This complaint is an isolated case, and the plant will continue to track this issue.

Event description:
No additional information.